Event description:
It was reported that during a lap sigma the device had a very strange, mechanical noise when performing the stapling, different to his normal perception. They have a long track record of usage so have technically sound experience in every single detail during product usage. It sounded like mechanical rubbing of gears. The stapling result was fine. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. D4: batch # 289c61. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device was returned with no apparent damage. The anvil was missing, the breakaway washer was not present, there were no staples present and the green check mark did not illuminate after the battery was inserted. During the functional test, the device was continuously fired. The device was disassembled to verify the condition of the internal components. Upon visual inspection, it was found a broken stop switch actuator which prohibited it from contacting the stop switch. The noise coming from the motor, however, no conclusion could be reached on the cause of the reported event. It is possible that the damage to the switch actuator occurred during the transportation of the device from the customer to the analysis site, as the actuator remains under load until the device is reset. In addition, the observed condition from the customer did not indicate continuous activation of the device, further supporting the theory that the crack occurred postoperatively. The defect of continuous firing has been correlated to a manufacturing process. Based on the available information, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Although no conclusion could be reached on the cause of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 289c61, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device cdh29p lot number a9cc0l and no non-conformances were identified.